Manufacturer narrative:
The end-user described having pulled in forward (facing vehicle) on the platform lift, and while lifting the platform off the ground, they described hearing a "click" and the chair rolled backwards. The end-user claims the protective flap at the end-of the platform did not stop the chair from rolling off the end where they described falling approximately 2-2.5 feet to the ground. End-user stated the device landed and rested on the headrest and rear suspension arms. End-user reported having been admitted to the hospital where they were diagnosed as having sustained a brain contusion. Permobil representatives inspected the device, finding it fully operational with no indications of a device failure having occurred. Permobil was unable to recreate the reported involuntary movement as described and the end-user reported the device had not had any recurring issues after that initial event. The end-user reports having left the device powered on while on the platform. Permobil recommended the device should be powered off when on a lift to avoid the potential for accidental activation of drive controls. Permobil was unable to confirm a device failure having occurred and is unable to determine a root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
While end-user was in process of using a vertical platform lift installed on their van, they reportedly heard the electric brake "click" and the device rolled backwards, off the platform, falling approximately 2-2.5' to the ground which resulted in injuries to the end-user requiring hospitalization.